Manufacturer narrative:
Company rep evaluated the unit and replaced the longview power supply.

Event description:
Customer reported the panorama central station's display had a blank screen, which may have affected telemetry monitoring. No pt injury was reported.